Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with ams due to retrograde p-waves. No programming was suggested. The patient will be followed normally.